Manufacturer narrative:
Compromised force sensor system alarmed during the basic occlusion test due to motor excessive axial play. The insulin pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, a minor scratched lcd window, and cracked battery tube threads. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer called in to report that he was receiving a compromised force sensor system alarm. The customer could not recall any significant events leading to the alarm. The customer's blood glucose was probably 260 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and agreed to return the product for analysis.